Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation the implantable cardiac monitor exhibited an error message. The merlin programmer was rebooted, after a software download the device resumed normal function.